Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® tapered certain® implant 4 x 10mm (item # xifnt410) was returned for investigation still attached to an implant removal tool. Visual inspection of the as returned product identified fractures along the implant's collar, separating off a portion of the collar, which was missing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev f 11/2015) and biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) information identified: applicable information can be found in the 'warnings', 'precautions', and 'breakage' sections. DHR review was completed for the subject lot number (2015052017). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2015052017) for similar events and one other complaint was identified (cmp0493152). Technical root cause analysis codes: dental : complaint : probable cause(s) identified in risk file; dental : complaint : product damaged by end user no further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the patient also experienced bone loss.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was fractured near the hex connection.